Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 10 days following the implant of this transcatheter bioprosthetic valve the patient experienced a sudden onset of worsened dyspnea. The patient indicated the dyspnea was worse than it had ever been before. The patient stated there were no other changes since the valve implant. Dyspnea on exertion was a pre-existing condition. The patient was advised to increase the diuretic dosage. As reported, the dyspnea was not clearly related to the valve or implant procedure. No additional adverse patient effects were reported. Additional information received indicated that the worsened dyspnea was resolved approximately 1 year and 6 months following the worsening onset.